Event description:
Additional information received reported that the patient called the healthcare provider (hcp) office on (B)(6) 2015 to inform them she was having knee surgery and asked if it would hurt her stimulator. There was no mention of problems or concerns with her stimulation. The type of knee surgery was unknown and there were no future appointments currently scheduled.

Event description:
It was reported that there was no stimulation sensation on the day prior to the report. The patient programmer (pp) screen showed the implantable neurostimulator (ins) was on and the ins was full. The patient was on program b with a checkmark. She saw a person standing up and the patient was upright. She was now on group b, program 2 at 0.70. The patient tried increasing stimulation and still was not feeling any stimulation. The patient was going to turn it off and check with her healthcare provider (hcp). A follow up was scheduled for 4 days later. A manufacturing representative (rep) was scheduled to see the patient but the patient was a no-show. The rep was going to inquire as to when her next appointment would be. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97791, lot# n380934, implanted: (B)(6) 2014, product type: accessory. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).